Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump was showing 206 units of insulin remaining in the cartridge. The patient indicated there were less than 30 units remaining. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: during investigation, a review of the pump¿s black box and history showed no alarms related to the complaint. During testing, the pump was loaded and primed to 100 units. When rewound and loaded, the pump showed 100 units. The remaining insulin reading issue was not duplicated during testing. There was no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.